Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The hcp reported that the patient came into the hospital and was having seizures. The hcp stated that he was unsure if they were caused by withdrawal, baclofen toxicity, or if the pump was malfunctioning but he wanted to have the pump checked. During the call, it was confirmed that the pump was not alarming, there were no recent dosage increases, and to the hcp's knowledge, no appointments were missed by the patient. Per the hcp, the pump was refilled in march. The hcp was transferred to nas (national answering service) to have a local company representative paged out to check the pump logs.